Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and noted that customer had corrected the leak. The customer had unintentionally overflowed the no-foam bottle.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding fluid noticed on the hydro pan and behind the unicel dxc 800 pro synchron clinical system. The customer was unable to identify the source of the leak. No injury was reported and no erroneous results were generated.